Event description:
It was reported that the balloon could not be removed from the sheath after the pta procedure. The sheath had to be removed with the balloon and the procedure had to be discontinued.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The catheter, lodged inside a 5f introducer sheath was returned for evaluation. The proximal end of the introducer sheath was accordioned and had distortion along the shaft of the sheath. The catheter was lodged in the introducer sheath near the distal tip. It appeared that the shaft of the catheter was necked and flattened for approximately 14.2 inches from the proximal end of the introducer sheath, and proximal of this, there were several distortions and kinks along the shaft of the catheter. Catheter length was within spec. It appeared that the catheter had been stretched approximately 1cm. A .035 inch guide wire could only be inserted approximately 17.25 inches thru the proximal end and approximately 4 inches distally into the catheter before meeting resistance. Following a warm water soak, the introducer was stretched out of the introducer to minimize the accordion effect. The balloon was then extracted from the introducer. The balloon was inflated in a warm water batch and a vacuum was drawn. With a portion of the tip supported with a .035 inch guide wire, the balloon could be inserted into a 5f introducer until there was no more supported shaft just proximal of the proximal balloon weld where the shaft necked down. The result of the investigation was confirmed for difficult to remove; the root cause is unknown.